Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient was in clinic for unrelated procedures. After attempting to use merlin remote transmission, the pacemaker was seen to be in backup vvi operation. The device was restored to normal settings and a cyber security update was performed successfully. Patient was reported to be in stable condition.